Manufacturer narrative:
The subject device was received at regional repair center olympus france (rrc ofr).the subject device inspection and evaluation has not yet started and is in progress . Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation

Event description:
Customer reported with an issue of "contact error". Issue found during an unknown event. No harm was reported. No patient harm, no user injury reported. Customer stated the device was only with them in september. Customer has send in the device for evaluation. This report is being submitted for "contact error",e216 (scope communication error).

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and service business center representative update on the reported customer issue. The reported error e216 initially reported on the initial report was not observed, additionally, service business center olympus representative has confirmed that the customer only gave the error description "contact error" without any additional error code . Device evaluation found no image with a displaying of error code e226 (communication error) . These defects are link with a corrosion of plug unit. In addition, the sid board (circuit board) found to be defective. Furthermore, a-rubber gluing observed separated. Light guide tube noted to be slightly wrinkled. Device evaluation result has confirmed the specified fault / reported customer issue " error contact" found to be due to corrosion on plug unit and defective sid board. The replacement of a-rubber, plug unit, and sid board are required to return the instrument to the original equipment manufacturer (OEM) specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that damage to the scope connector board may have affected the event. Corrosion of the plug unit is confirmed according to the inspection results of the equipment. It is likely that the flooding inside the scope connector caused an abnormality in the electrical parts, causing an error message to be displayed. The event can be detected/prevented by following the instructions for use which state: "if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage.". "When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.". "When attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible.". "Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.". Olympus will continue to monitor field performance for this device.